Event description:
A report was rec'd that a pt underwent a pocket revision procedure. The pt's ipg was moving in the pocket and had flipped giving the pt difficulty charging. During the procedure, the physician electively replaced the ipg. The pt is reportedly doing well following the revision procedure.